Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 09/15/2022 by a patient via email that a graft bolt caused an infection and the bolt had to be removed. Patient states: "I had an acl reconstruction using the graft bolt on (B)(6) and had it removed on (B)(6) due to rejection of the bolt. The upper portion of the acl that was attached with a titanium bolt healed but the lower portion was being rejected along with the bolt. The bolt had not adhered to the bone and was being pushed out. I tested negative for both bacterial and fungal infection. The drainage from the suture site was pure white."